Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(4)) for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform ((B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to the defective load cell 2. The autopulse platform was manufactured on 20 december 2019. During visual inspection, no issues were observed. The archive data review showed occurrence of ua07 error. During functional testing, the load sensing system has detected a weight/load imbalance between the two load cells during power-on-self-test. The load cell characterization test results confirmed load cell module 2 was over reported. The load cell 2 needs to be replaced to address the ua07 error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).